Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. The patient initially returned the hc due to a noisy cycler which is being addressed in a separate complaint. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, drain 1 & fill 2. The product analysis lab evaluated the device. The cause for the rite test failure - volumetric accuracy during fill 1, drain 1 & fill 2 was undetermined due to insufficient evidence. A service history review revealed no previous service events that were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.